Event description:
It was reported on 8/31/2022 by a sales representative via email that, during a meniscus repair surgery using an ar-4501, the first anchor deployed successfully while the second one did not deploy and engage after passing through the meniscus, it was stuck. The surgeon using a new device of other brand (not arthrex's product) to complete the surgery. It was not necessary to do a second surgery. There was no harm to patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Manufacturer narrative:
It was reported on 8/31/2022 that an ar-4501 meniscal cinch second implant would not deploy during a case. Device has not been returned and no other information has been provided regarding this complaint by the customer. Most likely cause of second implant deployment failure is use error of the device in question. As there is no device, pictures, or information regarding this failure the complaint cannot be confirmed.